Event description:
Customer reported a button error that he was unable to clear. The blood glucose reading was 340 mg/dl. He did not recall any significant event leading to the alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display and reservoir window, a cracked case at the display window corners, cracked display window, broken battery tube threads, and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of out knowledge.